Event description:
Device analysis performed on the returned superion indirect decompression spacer revealed that the spindle cap was completely sheared off from the implant body and the actuator shaft was found outside of the main body. Damage to the device prevented functional testing, however, this damage to the spacer indicates the break was due to deployment against resistance.